Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure where the device was not placed into surgery mode, the patient's ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was running the service application software. This condition is consistent with electrocautery use during surgery. The ipg service app state occurred on (B)(6) 2024. Per event details, the ipg became inoperable following knee surgery that occurred in (B)(6) 2024, date was not provided. The ipg surgery mode was not enabled prior to the procedure. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery.